Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker showed no capture and a device sensing anomaly on the right ventricular (rv) lead. Fluoroscopy imaging performed showed the lead in the original implanted location. The rv lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events of failure to capture, r-wave amplitude variation and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.